Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No unexpected pump errors 23, 49, or 68 occurred during testing. After further examination of the unit¿s interior, found corrosion and mold on the terminals of the lcd flex cable going into pcba2. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple insulin pump errors, insulin pump was beeping and there was no medtronic logo. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. Customer was able to clear the alarm and able to complete rewind. Self test was performed and it was passed. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.